Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "fluid around the implant".

Event description:
Patient reported and healthcare professional confirmed right side capsular contracture, baker grade iii and "presence of small amount of fluid around the implant" diagnosed via MRI and ultrasound. Device remains implanted.